Event description:
Customer called to report that a shipment of the coulter ac.t 5diff control plus, lot #1111, received on (B)(6) 2011, was at room temperature upon arrival and that some of the vials' contents had leaked inside of the box. Customer was wearing gloves, a lab coat and goggles at the time of the incident. There was no exposure to mucous membranes or open wounds reported and medical attention was not sought. Customer stated that there did not seem to be physical damage to either the box or the control vials and could not establish how the contents had spilled; however, the leak was contained within the box. Per the submitter, the package was ordered to be shipped via (B)(4) "second day" delivery, as per standard protocol. The product is packaged so that product temperature is within specifications within this time frame. However, the facility was closed when (B)(4) attempted to deliver the package on friday, (B)(6) 2011; therefore, the carrier made a second attempt to deliver the package on monday, (B)(6) 2011. By this time, the product had been in transit for five days, and the product was stored outside acceptable temperatures. Once the package was redelivered, the storage conditions were exceeded. The customer technical specialist (cts) verified the "ship to" address and submitted a replacement order.

Manufacturer narrative:
The root cause of the leak is unknown; however, the leak was contained within the box. Customer was sent a replacement shipment and has not called back to report any further issues. (B)(4). Shipment not returned for investigation.